Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 627453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's concurrent conditions included appendicitis and abdominal pain lower. Concomitant products included antibiotics, clonazepam (klonopin) from 2010 to 2016 and gabapentin since 2016. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain/weight gain"), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), menstrual disorder ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea,"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), polycystic ovaries ("hormonal changes: pcos, major mood swings"), mood swings ("hormonal changes: pcos, major mood swings"), anxiety ("psychological or psychiatric: anxiety"), endometriosis ("other: endometriosis"), uterine pain ("uterus pain") and depression ("depression"). The patient was treated with oxycocet (percocet), ibuprofen and surgery (hysterectomy full). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, polycystic ovaries and mood swings had resolved, the genital haemorrhage, menorrhagia, menstrual disorder, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, alopecia, anxiety, endometriosis and uterine pain outcome was unknown and the depression was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, mood swings, pelvic pain, polycystic ovaries, uterine pain, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and mr received. Abnormal bleeding (vaginal, menorrhagia), apareunia, dysmenorrhea, dyspareunia, hair loss, hormonal changes: pcos, major mood swings; psychological or psychiatric: anxiety, weight gain, other: endometriosis, depression, uterine pain were added. Patient's medical history added, lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 627453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's concurrent conditions included appendicitis and abdominal pain lower. Concomitant products included antibiotics, clonazepam (klonopin) from 2010 to 2016 and gabapentin since 2016. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain/weight gain"), menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)"), menstrual disorder ("excessive and abnormal bleeding during menstruation"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), female sexual dysfunction ("apareunia"), dysmenorrhoea ("dysmenorrhea,"), dyspareunia ("dyspareunia"), alopecia ("hair loss"), polycystic ovaries ("hormonal changes: pcos, major mood swings"), mood swings ("hormonal changes: pcos, major mood swings"), anxiety ("psychological or psychiatric: anxiety"), endometriosis ("other: endometriosis"), uterine pain ("uterus pain") and depression ("depression"). The patient was treated with oxycocet (percocet), ibuprofen and surgery (hysterectomy full). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, polycystic ovaries and mood swings had resolved, the genital haemorrhage, menorrhagia, menstrual disorder, vaginal haemorrhage, female sexual dysfunction, dysmenorrhoea, dyspareunia, alopecia, anxiety, endometriosis and uterine pain outcome was unknown and the depression was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, mood swings, pelvic pain, polycystic ovaries, uterine pain, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-aug-2018: quality safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pelvic pain") and genital haemorrhage ("abnormal bleeding (general)") in an adult female patient who had essure (batch no. 627453) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient did not underwent essure confirmation test". The patient's concurrent conditions included appendicitis and abdominal pain lower. Concomitant products included antibiotics, clonazepam (klonopin) from 2010 to 2016 and gabapentin since 2016. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse) "). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric: anxiety"). In (B)(6) 2009, the patient experienced menorrhagia ("excessive and abnormal bleeding during menstruation/abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2010, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), weight increased ("weight gain"), menstrual disorder ("excessive and abnormal bleeding during menstruation"), female sexual dysfunction ("apareunia"), polycystic ovaries ("hormonal changes: pcos, major mood swings"), mood swings ("hormonal changes: pcos, major mood swings"), endometriosis ("other: endometriosis"), uterine pain ("uterus pain") and depression ("depression"). The patient was treated with oxycocet (percocet), ibuprofen and surgery (hysterectomy full, bilateral salphingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, weight increased, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, alopecia, polycystic ovaries, mood swings and anxiety had resolved, the genital haemorrhage, menstrual disorder, female sexual dysfunction, endometriosis and uterine pain outcome was unknown and the depression was resolving. The reporter considered alopecia, anxiety, depression, dysmenorrhoea, dyspareunia, endometriosis, female sexual dysfunction, genital haemorrhage, menorrhagia, menstrual disorder, mood swings, pelvic pain, polycystic ovaries, uterine pain, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2018: plaintiff fact sheet received. Outcome of events abnormal bleeding, dysmenorrhea, dyspareunia (painful sexual intercourse), hair loss and anxiety updated to resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), weight increased ("weight gain"), menorrhagia ("excessive and abnormal bleeding during menstruation") and menstrual disorder ("excessive and abnormal bleeding during menstruation"). The patient was treated with surgery (on or about (B)(6) 2016, patient underwent a hysterectomy). At the time of the report, the pelvic pain, weight increased, menorrhagia and menstrual disorder outcome was unknown. The reporter considered menorrhagia, menstrual disorder, pelvic pain and weight increased to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.